Manufacturer narrative:
(B)(4). Date sent: 6/19/2023, d4: batch # unk. Additional information was requested and the following was obtained: "what is meant by "clips were repeatedly scissoring.?" Did the device jaws cross? Or did the clips scissor? Jaws were not mentioned? Clips were scissoring. Pretty straightforward." Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "were there any patient consequences? If yes, please describe." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, clips were repeatedly scissoring. Another device was used to complete the procedure.